Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No ramping display anomaly was noted. The device had cracked case at battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer and his father that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 243 mg/dl. Customer stated that the screen was flashing and they saw lines on the screen and numbers scrolling. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.